Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Voltage verification check passed. When powering on the cycler the ok, stop, and up/down arrows push buttons illuminated, however the front panel display remained blank. Failure traced to: thermal decomposition on the lcd backlight. Replaced front panel assembly and completed check. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be thermal decomposition found on the lcd backlight.

Event description:
It was reported that the cycler powered down and the screen of a patient¿s liberty select cycler went blank during their peritoneal dialysis (pd) treatment. There was no power outage, no outlet issue, the power cord was securely plugged in and the power switch was in the on position. There were no lights or sound when the stop, ok and up/down keys were pressed. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of thermal decomposition on the lcd (liquid crystal display) backlight was identified.